Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rh-s76 drawer malfunction occurred. The user opened the back panel and observed broken cables, and the red release tab to open the drawer was not functioning. During medication removal, the drawer fallen out of the machine and was no longer connected to the unit. The affected drawer was main drawer 5.1. Additionally, the drawer located below, main drawer 5.2, was noted to be very sticky and difficult to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was broken. The field service engineer (fse) found that main drawer 5.1 had been pulled almost completely out of the cabinet. The fse retrieved a replacement drawer from the parts storage and inspection revealed that the slide rail bumpers had worn down and fallen out, causing the drawer slide rails to separate and leaving sub-drawer 5.1 unsecured. The retractor band hinge had snapped; however, the ribbon cable remained attached, and the drawer still had power. Using diagnostics, the fse released the pockets from drawer 5.1. One floating rail segment had fully detached and become a loose component. The fse was unable to reinsert the damaged sub-drawer into the drawer chassis. To prepare the unit for return shipping, the fse detached the floating rail segment from the opposite side to place the sub-drawer back inside the main drawer. The fse installed the new drawer assembly, reinserted the pockets, powered on the station, configured the new drawer, and tested all drawer functions using diagnostics. The customer successfully accessed the drawer using their login, resolving the issue. The system functioned as intended after the field service engineer repaired the device.